Event description:
It was reported that the iab catheter met resistance advancing through the sheath. It then began to unwrap and could not be properly inserted. It was removed and another iab inserted with no problem. There were no pt complications.